Event description:
Boston scientific received information that this patient had undergone a procedure to revise his right ventricular (rv) lead due to a fracture. During the procedure, this left ventricular (lv) lead was pulled out of the device and paced through a pacing system analyzer (psa). Impedance and r-wave measurements were fine. However, when the lead was re-inserted into the device, there was no capture at maximum device outputs. The physician re-checked the lead with the psa and device several times and normal pacing and sensing was observed. The following day, system evaluation noted there was no lv capture in any configuration. However, impedance measurements were stable. The physician was inquiring to a reason for the clinical observations. No adverse patient effects were reported.

Manufacturer narrative:
Subsequent information was received stating this lv lead was removed from service secondary to dislodgement. The lead was not returned for testing. This product issue will be re-evaluated if additional information is received.

Manufacturer narrative:
A boston scientific technical services discussed probable explanations for the reported clinical observations. Such as; lead to device interface issue, microdislodgement and microabrasion. The physician suspects a device issue is resulting in no lv output. However, there was lv pacing spikes on the surface egms along with other pacing spikes indicating device pacing output. Fluoroscopy was unremarkable for lead movement. The consultant discussed the possibility of the lead moving slightly but not enough to appear on fluoroscopy but maybe enough to cause altered electrode-tissue contact. The cause of the lv capture issues could not be determined at this time. This physician had recently started implanting boston scientific devices again after loosing confidence in product reliability. The physician has decided if he cannot conclusively rule out an issue with either lead or device, he will explant both products and return them for analysis. According to our resources, no other adverse events have been reported and both the lv lead and device remain implanted. This issue will be re-evaluated if additional information is received.